Event description:
It was reported that following a second removal of the stent delivery sys after reuse (contrary to IFU), stent separation from the delivery sys occurred. A balloon catheter was used to retrieve the stent. The procedure was concluded as a ptca only. Reportedly no pt injury occurred.